Event description:
Customer reported receiving erratic glucose readings from their freestyle flash meter and administered himself with extra dosage of insulin based on the readings obtained. Customer reported experiencing symptoms of "sweaty, non reactive, confused and diabetic seizure." There is no report of third party medical intervention or diagnosis, an investigation into the details of this event is in process.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.